Manufacturer narrative:
(B)(4).

Event description:
It was reported that the left ventricular lead exhibited low impedance. No intervention was reported at this time. The patient was in stable condition and would continue to be monitored.